Manufacturer narrative:
Remounted the canister and grease the o-ring at bypass port to fix the reported issue. Patient information could not be obtained due to country privacy laws. Unique device identifier: (B)(4). The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, fico2 increased to approx. 7mmhg during the surgery. There was no reported patient injury.